Event description:
The study group reported a 72-year-male with congestive heart failure presented for impella support. While on support, the pump stopped due to the presence of a thrombus. The pump was explanted the same day following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop and the thrombus issues has been completed since the original report was filed. The device was not returned. Data logs did not report any event related to pump stop or biomaterial interaction. The root cause of the pump stop is undetermined. The cause of the thrombus issue was most likely patient condition related.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, d6, h1, and h6.

Event description:
Family withdrew care and the procedure outcome was that patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).